Manufacturer narrative:
Patient information: age: (B)(6) year. Weight: (B)(6) kg. Height: unknown. Gender: unknown. Date of implantation: (B)(6) 2020. Date of removal: (B)(6) 2020. Diagnosis according to the questionnaire: hc in connection with neoplasm. Description of product upon intake: the shunt system was returned to us dry in a plastic bag (not submersed in liquid, as suggested). Opening pressure upon intake: at the time of intake, the progav 2.0 showed a pressure setting of 3 cmh2o. Visual inspection: the following observations were made during the visual inspection: no deformation of the housing or other abnormalities to be noted. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the valves and the prechamber are permeable, while the periphere catheter is non-permeable. Computer controlled test: the computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/hr in a horizontal position, to be 2.99 cmh2o. This is within the specified tolerance of 3 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the horizontal and vertical position. At a fixed opening pressure of 20 cmh2o in the horizontal position, a pressure of 2 cmh2o ± 2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the horizontal position, the shuntassistant had a pressure of 1.98 cmh2o. This is within the specifiedtolerance of 2 cmh2o ± 2 cmh2o. The test, performed in the vertical position at a reference flow of 20 ml/hr, has shown that the shuntassistant with a result of 19.46 cmh2o is operating within thespecified tolerance (21 cmh2o ± 3 cmh2o). Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustabilty test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles)1 in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, no deposits were found in both valves. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. In spite of this we have tested the valve to the best of our abilities. Based on our investigation, we are not able to substantiate the claim of "underdrainage" and "infection". We could detect a blockage of the distal catheter. The valves operated in all specifications. At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits might compromise the integrity of the system. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regualatory actions are required.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. In the case of pediatric patient who used progav 2.0, shunt failure was observed and the valve and the catheter were removed. In the surgeons view, the catheter occlusion may be the cause of the shunt failure. Implantation: (B)(6) 2020. Removal: (B)(6) 2020.